Event description:
On (B)(6) 2013, the patient informed an animas representative that on (B)(6) 2013 he inadvertently administered 50 units of insulin. The patient stated he was connected when he inserted insulin cartridge into pump. The patient claimed he immediately realized his mistake and went to the ER. The patient stated he was given apple juice to drink while in the ER and his blood glucose (bg) remained steady in the 150¿s mg/dl. The patient stated he was released from ER at 2pm and had a low bg of 66 mg/dl at 7pm that evening which he treated. By midnight, his bg was back up to 170 mg/dl and reconnected pump. The patient denied developing any symptoms suggestive of a low blood glucose excursion. This complaint is being reported because the patient reportedly was treated with food and/or drink by an hcp to prevent a low blood glucose excursion.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the black box and pump histories for the event report on 12/03/2014 have been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the programmed basal rates. Before a pump rewind, the pump displayed the appropriate warning: disconnect infusion set from your body¿. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.